Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue and insulin delivery was resumed. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Malfunction was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.